Event description:
Noticed that the "check vent" light came on the bipap machine. The fio2 kept defaulting to 21% when it was supposed to be set at 40%. Patient was not harmed by the incident as it was caught in a timely manner. The patient was taken off of the machine and placed on supplemental oxygen.